Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using dc power with the customer supplied batteries. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. During testing the device displayed an error code and was unable to remain powered on to perform accuracy testing. Internal inspection isolated the failure to a component (u7) of the instrument board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event, corrected data:

Event description:
The customer reported the device is giving false readings and displaying an error message. No consequences or impact to patient were reported.